Event description:
The instrument operator scratched hand with the imt probe while cleaning a spill around the drain area. Treatment included cleaning of the wound, application of bacitracin and blood work for hiv and hepatitis. Evaluation of the event did not indicate a device failure. Operator lifted the reagent lid with the interlock override key turned on, contrary to the operator's manual instructions.